Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient underwent an unspecified procedure to check his stomach and colon. During the procedure, a buried bumper was discovered. On (B)(6) 2020, the patient was hospitalized, and the peg-j tubing was replaced. The duration of the hospital stay was unknown.